Event description:
My son gets severe headaches, fatigue, dizziness and has lost 6 teeth in the past month. He gets nose bleeds, and sneezes constantly. I have taken him to the doctor and received a medical mask exemption for him. The superintendent of the school district will not honor it. He is requesting my son's medical records from (B)(6) 2020-now. I will not provide him with that information for privacy reasons. (B)(6). FDA safety report ID# (B)(4).